Manufacturer narrative:
The device was returned for analysis. The reported activation failure was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure as the device was inflated and the stent expanded without issue during return evaluation. It should be noted that the device was returned with a hypotube separation which may have caused and/or contributed to the inability to inflate and expand the stent (activation failure); however, based on the information provided this cannot be confirmed. Follow-up with the site was performed; however, the site was not aware of the separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a long, moderately calcified and moderately tortuous lesion in the left anterior descending (lad) coronary artery. The 3.0x38 mm xience xpedition stent failed to deploy. Another xience xpedition stent was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.